Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was initially reported that patient came to the clinic on (B)(6) 2013 and had a band-aid over the area of his skin where the catheter (proximal segment) had eroded through. The catheter was visible through the break in the skin. Catheter replacement was scheduled for (B)(6) 2013. Patient status as of the date of this report was indicated as alive - no injury. It was later reported that the catheter and pump were both explanted due to infection and the pump and catheter were send for pathology. Patient was on oral pain meds and antibiotics. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that the catheter had eroded through the left flank incision a week before patient notified the healthcare provider and then patient's work compensation did not approve of antibiotics which lead to the pump site infection. Patient symptoms included redness over the pump site, swelling, incision wound opening and erosion of catheter through the left flank incision. Location of the infection was the device pocket and catheter track, that cultured staph (not mrsa). Patient was placed on oral/perioperative antibiotics and the device was explanted. Date of onset/diagnosis of infection was (B)(6) 2013. Reporter listed the drug infused as dilaudid.